Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and discolored. This report is made based on results of investigation completed on (B)(6) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the display was dim and discolored. The glue was no longer holding the keypad in place, but the contacts for the keyboard were clean. (B)(6).